Event description:
It was reported that this male pt had a history of major surgical intervention. During insertion of the swg into the ars placed in the pt's internal jugular vein, the swg became stuck and began to unravel. Both the swg and ars were removed and a new set was opened and used without issue. There was no reported delay, death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.